Event description:
Actual error: yes. Report via voice message: a caller left a message on voice mail. His message indicates that his wife accidentally placed clear care ((B)(4)) in her eyes by accident. She uses a contact lens solution to moisten her contacts and by accident she used the clear care and placed them in her eyes. He stated she had severe eye pain. He is very angry and wants (B)(4) and FDA to communicate to the makers of clear care that the packaging has not been changed since we wrote about it (and consumer reports) in 2010. His states "this is bad stuff." He said the red tip is not enough. The caller left a name but not a return number or any contact info. The caller ID indicated he was transferred from (B)(4). From the voice mail it sounds like she purchased the clear care by accident and that it isn't a product she was familiar with. However, I could not confirm this because I did not have a way to contact him. (B)(4).